Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was seen in clinic as a hospital follow up (B)(6) 2014. He was recently discharged from the hospital for treatment of gi bleeding and fluid overload. Gi bleeding is now resolved and the patient's hgb is stable. He still has signs and symptoms of fluid overload, including jvd and scrotal edema. His weight is also up. While the patient was in the hospital the system controller log file displayed multiple low speed advisories with a few increases in power above 10w with a few low flow events where the flow estimator dropped below 2.5 lpm. The events displayed in the log file occur when connected to a patient cable only. Pump parameters appear to be normal when connected to battery power during the ~ 6 day length of the event log. The patient cable was switched out. However, speed drops down to 3,000-4,000 rpm continued. An x-ray of the driveline showed a potential area "6" from system controller that could be compromised. The area is twisted and that is the area of question. The patient's spouse indicated once when the speed dropped that they were able to "untwist" that area and the speed went back to set speed. Technical services performed a distal end repair on (B)(6) 2014. The patient subsequently expired due to worsening right heart failure. The vad coordinator reported that the expiration was "not at all related to the device."

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.